Event description:
This was an interventional procedure, anticoagulants were administered. Two hours after the pt was transferred to recovery, the sheath was pulled. The site was still bleeding following 10 mins of manual compression (mc) and mc was held another 10 mins. A dressing was then applied. A hematoma (< 6 cm) was observed and treated with mc for 10 mins before a sandbag was applied. The site was dry, soft, and slightly puffy. The groin check following transfer to the ward was satisfactory. The hematoma was observed to be resolved after additional mc (10 mins) but compression was held for another 10 minutes. An ultrasound revealed a pseudoaneurysm (2.6 x 1.4 cm) anterior to the right cfa. A limited ultrasound the following day ((B)(6)) revealed that the pseudoaneurysm was unchanged in size with the majority without doppler flow and therefore thrombin injection was deferred. Ultrasound the following day revealed persistent flow with a pseudoaneurysm (1.2 x 1.9 cm), the majority of which was now thrombosed. The pseudoaneurysm was treated with thrombin injection and resolved. The pt recovered with no further sequelae and was discharged (B)(6) 2012.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. The axera 2 access system instructions for use (IFU), was reviewed. Pseudoaneurysm and hematoma are known possible adverse effects of vascular access procedures and are listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the review completed, there is no indication the device was out of specification. The root cause, based on available info, is unk as it cannot be definitively determined.